Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient's ipg flipped in the pocket which resulted in the inability to charge. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced.